Event description:
(3/3, reference (B)(4) for related complaints) (documenting pump 2) per medwatch mw5109033 (reported on 06apr2022): patient reports no disposable alarm on both pumps while using 100 ml cassette with flow stop. Despite troubleshooting, alarm persists, so patient mixed and changed cassettes. No further details provided.